Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited burn on tip of the plastic distal end cover. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the distal cover was burned. However, the definitive root cause of the damage could not be determined. The instruction manual identifies verbiage which may have prevented the phenomenon in ¿gif/cf/pcf-290 series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.